Event description:
During code blue defibrillator pads pack was pulled from the crash cart to be placed on the patient. Upon opening the pack, the pads were stuck to the packaging almost like they were melted to it which caused a delay in care because we had to grab a second pack from the crash cart. The first pulse check was missed in accordance with acls (advanced cardiac life support) protocol.